Event description:
It was reported that the reduction clamp with a serrated jaws broke during a procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and not implanted/ explanted. Device history record review: the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been performed.